Event description:
It was reported by the sales representative that the device was used during a gastric bypass with roux-en-y. After firing the instrument, the staples did not form. The case was completed by manual sutures. There was no consequence to the patient.